Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Although the manufacturer (zb EU authorized representative) has received the product (unknown biomet screw), the manufacturing/investigation site has not received/evaluated the actual devices due to covid protocols and delays in shipment (lost in transit by ups, tracking (B)(4)). Therefore, the product has not been physically inspected. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed as the product has not been physically inspected. No pre-existing conditions were noted on the per. The reported device has been placed on tooth number 47 (fdi) for approximately 9 years. X-ray and picture images were not provided. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications.product was conforming at the time it left zimmer biomet. September post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the product has not been physically inspected.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw were returned for investigation.visual evaluation of the as returned product identified screw fragment in the implant drive feature and bone residue around the external threads which were damaged possibly during removal.functional testing could not be performed since the screw was fractured and remained in the implant drive feature.no pre-existing conditions were noted on the per. The reported devices have been placed on tooth number 47 (fdi) for approximately 9 years.x-ray and picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR & complaint history review (unknown biomet screw): DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, the screw couldn't be removed from the implant drive feature.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown/not provided. Device product code unknown/not provided. Catalog and lot number unknown/not provided. PMA/510(k) number not available.

Event description:
It was reported that the screw fractured leding to implant removal.